Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that reservoir compartment was broken and reservoir could not hold in place. Customer's blood glucose was 7.6 mmol/l.. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and broken reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place.